Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blood glucose level of 48 mg/dl, which was treated with apple juice. Customer was requesting assistance with insulin dosage amounts and was advised to contact his health care professional. The insulin pump was not replaced or returned for analysis.